Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture on the left side. The device has been explanted and replaced.

Event description:
Physician reported, rupture on the left side. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken striated assessed, as to surgical damage. Additional observations: crease flat observed, in the device.